Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a clogged channel. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer put the scope in the medivator endoscope reprocessor for end of hang time. There had been some time since the scope was last used, but there was no lag time with cleaning the scope after the last use and brushes were used to clean the scope. The customer did not have any idea what the foreign material was or when it adhered to the scope. During reprocessing, water was aspirated through the instrument/suction channel, there were no abnormalities with the reprocessing accessories, the instrument channel outlet was brushed and wiped with a clean cloth, and the instrument channel, instrument channel port and suction cylinder were brushed. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to excessive buckling of the insertion tube and due to clogging, the brush was unable to pass through the channel. In addition, the device evaluation found the following; the bending section cover glue was cracked; the objective lens was chipped and dented; the angulation was low; the light guide lens was chipped; the distal end plastic cover had dents; the scope cover was dry and it was recommended that the production label be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.